Event description:
As reported, "port implanted in left forearm for chemotherapy. Plain fluoroscopy was conducted to verify the proper alignment of the port and catheter; however, disconnection of the catheter from the port was not noted at this time. When intravenous injection was about to start, subcutaneous leakage of drug solution was observed, which made the physician aware of the catheter from the port. The catheter that had migrated into the right atrium was retrieved with a snare catheter and the port was excised from the forearm."

Manufacturer narrative:
History: a port system was returned due to a reported catheter disconnection. The report states that an injection was undertaken approx. Eighteen days after implantation. During the injection, subcutaneous leakage was noticed. The catheter was removed, using a snare, from the pt's right atrium. When the port was removed, it was noted that the locking sleeve was still on the port outlet tube. Analysis: an inventory of the returned vital-port system included the port body, catheter segment (approx. 50cm) catheter lock and detached locking sleeve. All returned pieces were dimensionally characterized and found to be within mfg specs. Visual inspection of the catheter revealed the absence of burnishing marks on the catheter, created by the rubbing of the catheter between the ring of the port outlet tube and the catheter lock. This is an indication that the catheter was not advanced beyond the ring of the outlet tube as directed by the IFU. One of the suture holes had been used. Conclusion: the lack of marking or bruising of the catheter would indicate that the catheter was not advanced over the ring on the connector tubing. Not advancing the catheter past the ring before attaching the catheter is contrary to the IFU. Catheter placement on the port outlet is illustrated under single chamber models "general instructions" in the "suggested instruction for use" (package insert). See technical report and attached photo firm file. (See add'l scanned pages).